Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer biomed reported the device vent inop;oxygen valve liftoff failure. No patient involvement / harm.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been received. The service history record was reviewed and no repair information was found.